Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the lack of alarms and alerts on his insulin pump. Customer stated that the insulin pump shuts off without warning. Customer's blood glucose level was 154 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Battery cap will be sent to the customer. Customer did not want to replace the insulin pump. No additional information provided.